Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer instructed a check of the motor and the buttons of the device. No faults could be found with the motor and the buttons, hence this complaint could not be confirmed after evaluating the device. However, it was found that there was a short circuit in the motor cable. The motor cable was replaced and the device was cleaned, tested and found to be fully functional. Given the information provided we cannot discern a definitive root cause for the short circuit. Also since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/16/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via service request that during an unknown procedure the motor and the buttons of the micro tornado hp w handcontrol didn¿t function. No patient consequence and no surgical delay was reported. No additional information was provided.